Event description:
It was reported that this electrode exhibited a high out of range shock impedance measurement of greater than 400 ohms. Review of device data also noted oversensing of noise and changes in amplitude morphology measurements in its history as well. The patient was seen for product testing and manipulation of the system was unable to reproduce any noise and the current impedance measurements fluctuated from 100 to 190 ohms. X-ray imaging did not show any system abnormalities. Tachycardia therapy was deactivated and additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to include the explant date information.

Event description:
It was reported that this electrode exhibited a high out of range shock impedance measurement of greater than 400 ohms. Review of device data also noted oversensing of noise and changes in amplitude morphology measurements in its history as well. The patient was seen for product testing and manipulation of the system was unable to reproduce any noise and the current impedance measurements fluctuated from 100 to 190 ohms. X-ray imaging did not show any system abnormalities. Tachycardia therapy was deactivated and additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 50 and 320 millimeters (mm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this electrode exhibited a high out of range shock impedance measurement of greater than 400 ohms. Review of device data also noted oversensing of noise and changes in amplitude morphology measurements in its history as well. The patient was seen for product testing and manipulation of the system was unable to reproduce any noise and the current impedance measurements fluctuated from 100 to 190 ohms. X-ray imaging did not show any system abnormalities. Tachycardia therapy was deactivated and additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.